Manufacturer narrative:
D.4. Medical device lot #: (B)(4) was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the catheter was unable to connect. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer report that the product could not be connected to the infusion line. A venipuncture was performed on (B)(6) and an attempt to connect the product to an infusion line was unsuccessful.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the catheter was unable to connect. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer report that the product could not be connected to the infusion line. A venipuncture was performed on (B)(6) and an attempt to connect the product to an infusion line was unsuccessful.